Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed to open, unable to recover and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that full height drawer failed to open because the back frame was bowed left. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the report of the drawer failure was confirmed by fse. According to wo (B)(4): the fse reported that fh cubie drawer 4 failed to open, make multiple clicking noise during access but does not open. Other times it would open normally. Checked all parts but unable to determine root cause. Fse replaced drawer assembly. Ran hta and saved test result. Access drawer in app via inventory, success. Laboratory inspection found the back frame was bowed to the left. During laboratory testing, the pcbas were tested with a digital multimeter, and the test revealed no irregularities. The drawer was then mounted into a test medstation and evaluated using the hta, but it did not open as expected. Inspection revealed that the insept magnet was not engaging the position sensor. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the failure, in which the full height drawer could not be opened, was attributed to the back frame being bowed to the left. This deformation prevented the insept from engaging and locking with the position sensor, which caused the drawer to remain closed and fail.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 intermittently failed to open and produced multiple clicking noises during access, although it occasionally opened normally. A field service engineer replaced drawer assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed to open, unable to recover and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.